Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is unknown. (B)(6) has been used as a default. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, the information was evaluated and captured on MFR report # 1710034-2021-00213. Additional information was later received on (B)(6) 2021 that added an additional material number. Another report was required to capture all of the additional information. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o separated from the injector during infusion. The following information was provided by the initial reporter: spoke with sales rep to clarify the reported failure. Per rep, there are three failures occurring with the optima injector and connector. Facility states they have experienced issues with the injector and connector separating during 24-hour infusions. They are using the m12-o clamp, she cannot confirm if they were provided proper training on the clamp and how to engage properly. Additionally, issues have been reported of the optima connector separating at the luer connection with the needless connector. Needless connector is not a bd product. Final failure reported is regarding the optima injector disconnecting from the luer connection with the huber needle, huber needle verified not to be a bd product. Lot information is unknown. No event dates or patient identifiers were provided by the facility. No samples at this time. Rep has spoken with facility to address concerns. Material grid updated to reflect additional failures/component.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector c35-o separated from the injector during infusion. The following information was provided by the initial reporter: spoke with sales rep to clarify the reported failure. Per rep, there are three failures occurring with the optima injector and connector. Facility states they have experienced issues with the injector and connector separating during 24-hour infusions. They are using the m12-o clamp, she cannot confirm if they were provided proper training on the clamp and how to engage properly. Additionally, issues have been reported of the optima connector separating at the luer connection with the needless connector. Needless connector is not a bd product. Final failure reported is regarding the optima injector disconnecting from the luer connection with the huber needle, huber needle verified not to be a bd product. Lot information is unknown. No event dates or patient identifiers were provided by the facility. No samples at this time. Rep has spoken with facility to address concerns. Material grid updated to reflect additional failures/component.